Manufacturer narrative:
Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the vessel sealer extend instrument failed to adequately seal the ima. As a result of bleeding that ensued, the surgeon made the decision to convert the case to open surgery and a blood transfusion was administered. However, at this time, the root causes of the customer reported issue and the patient¿s intra-operative complication are unknown.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection procedure, a vessel sealer extend instrument allegedly failed to adequately seal the inferior mesenteric artery (ima). According to the initial reporter, the surgical staff claimed that the audible tones were heard, indicating that the sealing cycle was complete. However, bleeding was observed and the surgeon elected to convert to open surgery. It is unclear what medical intervention was administered due to the bleeding. On 06/25/2019, intuitive surgical, inc. (Isi) contacted the isi clinical territory associate (cta) and the following additional information regarding the reported event was obtained: the cta was present during the surgical procedure which was not recorded on video. While attempting to seal the ima, there were no error messages. The surgical staff heard the audible tones indicating that the sealing cycle was complete. The cta was unsure if any issue effect was seen. He was also unsure if the vessel was within 7 mm in diameter. There were no reports of any vessel calcification. He noted that there was tissue tension. After the surgeon cut the vessel, blood was reportedly squirting out in three locations. The surgeon immediately converted to open surgery to control the bleeding. The surgeon had asked for a ligasure device and sutures. However, the cta was unsure exactly what medical treatment/repair was performed other than the administration of 2 units of blood to the patient. The surgical procedure was completed via open surgery and no post-operative complications have been reported. According to the cta, the site discarded the vessel sealer extend instrument.